Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, the patient reported that the infusion set came out of the skin, while the patient vomited with increased thirst. He was admitted to hospital on 08-oct-2023 for five days due to diabetic ketoacidosis. Currently, his blood glucose level was 700 mg/dl. No further information was available.